Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. Unit had battery cap stripped battery cap coin slot, minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The patient's blood glucose level was 400 mg/dl at the time of the call. The customer stated the damage is located on the battery cap. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.